Event description:
It was reported that the continuous cardiac output (cco) catheter was providing erroneous high co results in the 20s. After switching the cables and monitors, it was indicated that the clinician felt that the catheter was faulty. They were able to get appropriate co after floating a new catheter. There were no patient complications were reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe and contamination shield. The catheter ran cco on the laboratory's vigilance I and vigilance ii monitors for 5 minutes with no error messages observed. There was no visible inconsistencies observed on the eeprom data. The thermistor and thermal filament circuit were continuous. The thermistor read 37.2 c when submerged in a 37.2 c water bath. The thermistor temperature reading accuracy is +/- .3c per our vigilance manual. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage observed. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report could not be confirmed during the evaluation. No indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.